Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, during the procedure, after the double j catheter was placed correctly and having verified adequate fluoroscopic and endoscopic placement, the catheter could not be left in the patient because when removing the pusher catheter, it is totally impacted within the double j and it cannot be removed without removing the catheter completely. Since the ureteral obstruction cannot be resolved through this procedure, the patient was referred for a percutaneous nephrostomy at a later time.